Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the black handle with the sealant protruding out from the slit on the outer shuttle cartridge tubing. The shuttle down procedure was simulated and the advancer tube was able to properly engage the distal tamp lock. The condition of the returned device indicates an incomplete engagement of the advancer tube. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lot history record (f1618703) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported event could have been due to an incomplete engagement of the advancer tube during the procedure. If the green shuttle is not advanced until resistance is felt (per the mynx instructions for use (IFU), step 2-deploy sealant, figures 4a & 4b), the advancer tube will not be engaged to the distal tamp lock. Which will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, based on the information reported, it cannot be conclusively determined why the shuttle down step could not be completed. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the tamp tube (advancer tube) of the mynxgrip device got stuck in the shuttle and the sealant came out with the procedural sheath. The advancer tube was not engaged or visible. The device was being used with a 6f procedural sheath for arterial closure following a diagnostic procedure. The user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient was described as recovered after bed rest. The patient's hospitalization was not prolonged as a result of the event. No further information is available at this time.